Event description:
Technical services received a stored egm for review. Noise appeared to be on the ventricular channel due to a fractured conductor within the rv lead. The lead will be capped.

Event description:
New information reported that during a follow-up, externalized conductors were observed via fluoro image.